Event description:
It was reported that the left ventricular lead dislodged. Due to issues with venous access, the lead could not be re- positioned. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received.